Manufacturer narrative:
The reported events of cardiac perforation was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient presented in the emergency room with chest pain. Upon chest x-ray, the right ventricular lead was perforated through cardiac muscle. Programming changes were made and the physician then explanted and replaced the lead. The patient experienced no complications.